Manufacturer narrative:
The customer reported that their central nurse's station (cns) is unable to automatically boot up into application. The customer also reported that this issue occurred after they attempted to set-up the cns secondary display for patient monitoring. The customer tried rebooting the device multiple times, but the unit was never able to complete the process successfully. Nihon kohden technical support then remoted in and configured the unit for dual screen viewing, after which the cns was finally able to boot up. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their central nurse's station (cns) is unable to automatically boot up into application.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was unable to automatically boot up application after it was set-up with a secondary display. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause of this issue is determined to be user error. The incorrect secondary display settings needed to be configured properly, as the user lacked the knowledge to perform this configuration. The overall risk of this event, taking into consideration severity and probability, is high. The reported issue does not require further investigation through CAPA process since the issue was user triggered, and not due to an nk device malfunction/ deficiency.

Event description:
The customer reported that their central nurse's station (cns) was unable to automatically boot up into the cns application.